Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm diameter fusiform abdominal aortic aneurysm approximately three weeks ago. The aortic neck diameter was 17-18 mm in diameter, 15 mm in length and it had 120 degree angulation. The patient has a history of stanford type b aortic dissection and was reported to have been treated with conservative measures for this before having an evar procedure. It was reported that after the bifurcated stent graft was implanted and during removal, the delivery system got caught within the suprarenal stents. The physician rotated the device counterclockwise and was able to maneuver the device inside of the graft, but encountered difficulty at the level of the aortic neck due to the severe angulation. The physician was able to successfully remove the delivery system and implanted extension stent grafts bilaterally. The final imaging revealed a proximal type I endoleak. The stent graft was remodeling; however, the endoleak did not resolve. A palmaz stent was implanted proximally. It was also reported that it was difficult to cannulate due to the patients neck angulation. The decision was made to perform an embolization to the proximal section at a later date to prevent further leaking. The patient is being monitored by the physician. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (severely angulated aortic neck, pre-operative type b dissection), failure to follow instructions (stent graft implanted in a patient with a severely angulated aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (severely angulated aortic neck, pre-operative type b dissection), operational context contributed to event (stent graft implanted in a patient with a severely angulated aortic neck).